Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that one day post implant, loss of capture was observed. After respositioning the lead, pacing was good, but stopped during the night. A new lead was placed and pacing was good, so the patient was sent home. The patient returned to the hospital when the device again stopped pacing. A new generator was placed with no further complications.